Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a static fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this issue can occur due to large variances in measured pressures and that the fill estimate will adjust once the insulin levels match the static number, which the caller understood and acknowledged.